Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was caused by a faulty pcb. The pcb is found to have an intermittent power issue when trying to provide 5v for usb port. The pcb assembly was replaced. Servicing of the unit was performed per test procedure. The device functions properly and is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to attach the ring to the sensica uo system stand, turn the ring upside down and use a clockwise motion to twist and "lock" the ring onto the ring interface. Do not apply excessive force or torque to the ring or the system's ring interface when connecting the device to avoid damaging components. Do not turn the ring counterclockwise when attaching it. "

Event description:
It was reported that the unit was not working properly and the device was unable to power on.